Event description:
It was reported that the patient was admitted post pulse field ablation procedure on (B)(6) 2025 due to pain and groin/thigh hematoma. On (B)(6) 2025, the patient had a left thigh hematoma evacuation and wound vacuum places. The hematoma was related to access from procedure that was performed on (B)(6) 2025. The product return is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the hematoma and pain is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the event of hematoma and pain are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of hematoma and pain is a known inherent risk of the farawave device. Hematoma and pain is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to pain and groin/thigh hematoma. On (B)(6) 2025, the patient had a left thigh hematoma evacuation and wound vacuum places. The hematoma was related to access from procedure that was performed on (B)(6) 2025. Additional information was received. The patient had required admission for close hemodynamic monitoring and hemoglobin/hematocrit checks. The hematoma/ complication occurred on the left groin access where to ice and cs were accessed, not where the farawave sheath was used. Patient was also treated with fluid bolus due to hypotension. Back with the initial complication report in november, patient required blood transfusion. Hematoma originally occurred during post procedure recovery where the patient required blood transfusion, but patient has continued to have ongoing issues related to it and therefore was admitted on (B)(6) 2025. Close hemodynamic monitoring and hemoglobin/hematocrit checks were performed, and the patient was treated with fluid bolus due to hypotension.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to pain and groin/thigh hematoma. On (B)(6) 2025, the patient had a left thigh hematoma evacuation and wound vacuum places. The hematoma was related to access from procedure that was performed on (B)(6) 2025. Additional information was received. The patient had required admission for close hemodynamic monitoring and hemoglobin/hematocrit checks. The hematoma/ complication occurred on the left groin access where to ice and cs were accessed, not where the farawave sheath was used. Patient was also treated with fluid bolus due to hypotension. Back with the initial complication report in november, patient required blood transfusion. Hematoma originally occurred during post procedure recovery where the patient required blood transfusion, but patient has continued to have ongoing issues related to it and therefore was admitted on (B)(6) 2025. Close hemodynamic monitoring and hemoglobin/hematocrit checks were performed, and the patient was treated with fluid bolus due to hypotension.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.